Event description:
It was reported that an ilet user was unable to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the pump, with the sensor connected to the phone while the pump remained in a connecting state; troubleshooting identified that the user was entering an incorrect sensor pairing code and was attempting pairing steps that did not follow the recommended procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found and the device component classification not applicable, consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.